Manufacturer narrative:
While this product is not sold in the united states, it is like or similar to a product marketed in the united states. This event occurred in (B)(6). This medwatch is for the mobile system. Please reference medwatch with patient identifier (B)(6) for the compact plus system.

Event description:
Customer reportedly received the following results on 2 different meters within 10 minutes: 24.0 mmol/l (mobile system) and 8.0 mmol/l (compact plus system). No adverse event was reported. The alleged product was replaced and requested for evaluation.